Manufacturer narrative:
The complaint could not be confirmed as the delivery pusher was returned with the implant coil attached, however, the implant was stretched. No anomalies were identified with the delivery pusher. We have inquired for add'l incident info. Mvi ref no: p15-2683.

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that while positioning the coil, upon retraction, the coil prematurely detached and was left in the artery. No attempt was made to retrieve the coil. No injury was reported with the pt as a result of the procedure.